Event description:
It was reported that there was concerns from the physician regarding premature depletion for this subcutaneous implantable cardioverter defibrillator (s-ICD). Data was sent to technical services (ts). Upon review, ts noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted and discussed appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.